Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of disconnection at the filter site could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp 20d low sorb ss 1.2m had components separate. The following information was provided by the initial reporter: "it was reported by the customer that the tubing had disconnected at the filter site. "